Event description:
Ptca (percutaneous transluminal coronary angioplasty) / stenting of proximal lad (left anterior descending artery) with des (drug-eluting stent) complicated by wire fracture and retained wire leading to subtotal occlusion of the vessel requiring placement of balloon pump.